Event description:
Literature was reviewed regarding two cases of late sinus sequestration after transcatheter aortic valve implantation (tavi). Case 1 pertained to a patient who underwent tavi with a medtronic 26 mm evolut pro+ valve. Six months later, the patient presented with ¿significant chest pressure upon minimal exertion.¿ diagnostic interventions, which included stress echocardiogram, nonselective imaging, computed tomography (CT) scan, and cardiac catheterization, revealed normal evolut pro+ valve leaflets and function, ¿ischemia with stress-induced wall motion abnormality in the entire anterior wall of the left ventricle,¿ patient had no coronary disease, high valve implant depth, and a narrowed left aortic sinus (sequestration). Consequently, the authors successfully performed percutaneous modification of the sinotubular junction (stj) by placing a stent to separate the valve from the stj to allow for more flow into the left sinus. The patient was discharged home the next day on dual antiplatelet therapy. At one-year follow-up, the patient was symptomatically well with normal valve function shown on echocardiogram. Case 2 concerned a patient who underwent tavi with a medtronic 29 mm evolut pro+ valve. Six months later, the patient presented with exertional angina. A stress test detected anterior wall ischemia, while CT angiogram and cardiac catheterization confirmed left sinus sequestration. The authors performed percutaneous modification of the stj in a similar technique as described in case 1. One year later, the patient remained asymptomatic with normal valve function shown on echocardiogram. The authors added that CT images showed good commissural alignment of both valves, indicating no role of commissural misalignment in the mechanism of late sinus sequestration. No further information pertaining to medtronic products was noted for either case.

Manufacturer narrative:
Citation: ibrahim h, chaus a, staniloae c, et al. Very late sinus of valsalva sequestration after transcatheter aortic valve implantation in native aortic annuli. Jacc case rep. 2023;23:101992. Published 2023 sep 1. Doi:10.1016/j.jaccas.2023.101992 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. The serious injury report pertaining to case 1 was submitted in MDR number 2025587-2023-04773. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.